Event description:
The articuleze trial 32+1 ball was used during the total hip procedure and was dislodged from the trial stem and neck. It fell into the patient and couldn't be seen. Upon radiological investigation, it was captured near the anterior iliac. Surgeon tried to retrieve it from the patient but was unable to. After attempts for approximately 3h, surgeon decided to leave the trial inside the patient and proceeded with the surgery as patient's condition (bp was falling) was deteriorating.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A corrective action from CAPA# (B)(4) was created, which changes had been implemented under (B)(4) in december of 2005 for the related failure mode. Suture holes were added in order to secure the trial head to the surrounding tissue and an x-ray wire was added to allow the end user to locate the head trail if it became loose in the wound. It is unknown of the complaint sample was manufactured prior or after the design change since the lot number was not provided. No further action indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).